Event description:
The customer reported that the system displayed multiple errors and locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The f1 fuse was replaced and the b+ batteries were checked. The system was tested and found to be working as intended and put back into service.